Event description:
On (B)(6) 2013, the pt underwent a permanent implant procedure. During the procedure, the physician had difficulty placing the lead due to the pt's anatomy. While attempting to place the lead, the doctor continued to hit an obstruction that caused the lead to be unstable. In turn, a contact from the lead became loose and blood was present behind it. As a result, another lead was used. The replacement lead also showed signs of difficulty being placed, but the doctor was eventually able to implant it successfully. The procedure was extended by an hour and a half due to the failure of attempting to place the initial lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.